Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing leaked at an unspecified location in the nicu. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing leaked was confirmed. Visual inspection of the set showed no obvious damages. Inspection of the filter vent under magnification showed that the filter vent membranes appeared wetted/blotched. Functional testing resulted in fluid leaking from the lowermost filter vent. The root cause of the observed leak was a damaged filter vent membrane. The cause of the damage is unknown.